Event description:
Patient reported obtaining a blood glucose result of 532 mg/dl while using the suspect device. Less than 5 minutes later, ptient's blood glucose was reportedly retested on a hospital blood glucose monitor with a result of 236 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.